Event description:
It was reported that during the implant procedure the physician was unable to advance the stylet all the way into the lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies found however there was blood/body fluid present in the distal conductor (not obstructed) and in/on helix/lobe mechanism noted. The blood in the distal conductor most likely entered through the is-1 pin because no insulation breaches were observed.